Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was verified. The inspection revealed that the up/down articulation cable was pulled out from the shrink tube located under the clasp on the pulley located at the handle end of the device. Due to the pullout of the articulation cable, the use was not able to lock the articulation in (up/down) direction.

Event description:
It was reported by the sales rep. During a vats procedure the clip was opened and the locking mechanism of the clip would not engage to the locking position . It was jammed and unable to apply the clip to laa. A new clip was opened and the procedure was successful and no compromise to the patient occurred at the time of this procedure